Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The rv lead also had a history of gradual increase in impedance, which thought to be physiologic cause. Patient was asymptomatic. The rv lead was successfully capped and replaced with a competitor lead on (B)(6) 2018. There were no complications.